Manufacturer narrative:
The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device had no power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit failed the saw blade coupling check - could not attach the blade (set screw's thrust disk had too much play), the set screw and the oscillator head base were worn (missing pin), there was an unknown liquid on the guide sleeve, the oscillator head base was broken, and the angle sticks sleeve and plugs were corroded. The condition of the unknown liquid, broken head base, and corrosion on the angle stick sleeves was determined to be due to component wear from normal use over time and improper cleaning and maintenance, which is user error/misuse/abuse. The condition of the moving pins in the saw head base has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device had no power. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.